Manufacturer narrative:
The investigation for vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6b added f6/f8-should have been left blank in the initial report. G1 reporting contact fax number missing. H.6 codes 1250 and 925 were reported incorrectly on manufacturer device report 1220648-2024-11938. New code was been added to medical device problem code.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 15-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported the patient had a history of arrythmia issues and ectopy, and the pump was repositioned due to the frequency of ectopy. Purge pressure alarms occurred, and medical staff found that the yellow-to-yellow connection on the purge sidearm was wet. Staff then replaced the purge cassette and tubing to resolve the issue. The patient remains on support.